Event description:
A customer reported a skin reaction at the site of the freestyle libre sensor. The customer had symptoms of pain, redness, and blistering at sensor site, and had contact with a healthcare professional. The customer was prescribed cephalexin 500 mg antibiotics for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction at the site of the freestyle libre sensor. The customer had symptoms of pain, redness, and blistering at sensor site, and had contact with a healthcare professional. The customer was prescribed cephalexin 500 mg antibiotics for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000hnr980 has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not returned. Serial numbers have been verified to match dhrs (device history record). Issue is not confirmed. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The following have been updated from the initial report, as it mistakenly did not include product return and investigation: section d9 - device available for eval section d9 - date returned to mfg section h3 - device returned to manufacturer? Section h6 - adverse event problem (type of investigation) section h10 - addtl mfg narrative.